Manufacturer narrative:
An attempt to obtain additional information from the journal author was not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated. Reference: pecha, s., c. Kennergren, et al. (2016). "Coronary sinus lead removal: a comparison between active and passive fixation leads." Plos one 11(4): e0153651 [0153659 pages].

Event description:
Boston scientific received information from a journal article of a study comparing the removal procedures for active and passive fixation left ventricular (lv) leads. A total of 22 patients were included in the study, which took place between january 2009 and january 2014. There were 6 active and 16 passive leads indicated for removal. The indication for lead removal was infection in all cases. One patient listed in the study had a boston scientific 4591 passive fixation lv lead which had been implanted for 31.9 months and was successfully removed using simple traction. All other cases note competitor leads. No additional adverse patient effects were reported. The serial number of the removed lead was not provided in the article.